Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f mynx control vascular closure device (vcd) came out together with the device during removal, therefore the product was not available. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). The device was used in a coil procedure via a retrograde approach. There were no visible signs of device or package damage prior to use. The physician was certified in the use of the device and had prior experience. The femoral artery suitability was verified by angiography, including an insertion angle of approximately 30¿45 degrees, and vessel diameter greater than 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50 percent. The access site had not been closed within 30 days prior to the procedure and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A non-cordis introducer sheath was used. The device will be returned for evaluation.